Event description:
While a tpn solution was being administered to a glucose intolerant neonate, the neonate's blood glucose level began to rise. The neonate's insulin titration drip was adjusted, but the glucose level remained high until the tpn bag was changed. Soon after the customer reported this incident to co, the customer stated that they had another like adverse event. However, they did not give co any details. Both infants are now fine.